Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and inside the balloon. The balloon, markerbands, and proximal weld were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Inspection revealed a pinhole in the balloon material, located over the distal edge of the distal markerband. Microscopic inspection found the remainder of the device free of damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that balloon leaked and balloon inflation failed occurred. The 100% stenosed, chronic totally occluded target lesion was located in the mildly tortuous and mildly calcified below the knee vein. Vascular access was obtained utilizing ipsilateral antegrade approach. After a non-bsc guidedwire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation, the balloon did not inflate and under angiography it was observed that contrast media had leaked. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed balloon pinhole.